Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report faults on the erbe. Tse reviewed the logs and found m0-10 and m-11 faults. The site pushed the blue foot pedal and let up on it but the erbe kept firing. Site stated that if they tap it again after releasing it the firing will stop. Tse tried to confirm what pedal they were referring to but the didn't answer the phone when called back. No instruments were on the system but heard the energy tones were heard. So tse figured that site was using the energy pedals in the drawer and that's the pedal which was having the issue. Tse tried to confirm if the pedals are from drawers. Tse could see after little while site installed instruments and the case was started. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: robotic umbilical hernia repair with removal of pd catheter was being performed at the time of event. There was no report of inadvertent energization of a bipolar or non-energy instrument while activating a monopolar instrument due to erbe issue. The issue was resolved by unplugging the foot pedals from drawer. Per surgeon, the pedals were sticking. No report of any tissue damage. There was no patient harm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the dual mono footpedal and the single bipolar footpedal to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.